Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that it was questioned whether the battery of this implantable pacemaker was depleting normally. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additionally, false signal artifact monitor (sam) episodes were noted due to sensing of the patient's atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.